Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that 2-3 weeks ago in the traumatology unit, the balloon remained inflated in the patient. This required cutting the path of the balloon (which did not allow the contents of the balloon to be drained), a consultation in urology, an ultrasound, and an intervention in radiology to rupture the balloon by piercing it. There was no patient injury reported.

Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.